Manufacturer narrative:
(B)(4). The hospital biomed calibrated the gas module and reseated the absorber canister.

Event description:
The hospital reported that, during a case, higher than expected level of carbon dioxide was noted. There was no reported patient injury.